Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/22/2016: the device was returned to animas and evaluated by product analysis on 09/02/2015 with the following results. Testing was unable to duplicate the complaint. The keypad is intact and all keys are responding. Review of the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed the keypad cover; no contamination was found under the key contacts. No button contact defects were observed. Removed the pump cover; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. The audio bolus button cover is missing on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the pump has unresponsive up/down/ok/contrast buttons. Patient's blood glucose (bg) is 592 mg/dl with symptoms of frequent urination due to under delivery of insulin from under responsive keypad. There was no visible damage to keypad. Patient required no unusual treatment. Customer support advised patient to discontinue pump therapy until replacement is received. This complaint is being reported as the keypad issue resulted in the patient's hyperglycemia.